Event description:
It was reported that the pt experienced pain where the device was implanted and radiating pain down to her toes. A posterior-anterior/lateral x-ray was taken to determine if the lead or device was misplaced. It was reported that there did not appear to be any lead or battery migration. The physician believed that the cause of the pain was inflammation around the battery, which was questionably infected. It was reported that the pt was going to have the device explanted in (B)(6)-2011, and more info would be collected to determine exactly what was going on in the device pocket. The pt outcome was reported as an ongoing event. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).